Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Analysis was unable to confirm the clinical observations of high pacing impedances and placement difficutly.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during implant, this right ventricular (rv) lead displayed pacing impedance measurements of 1500 ohms. The rv lead was repositioned, and when the stylet was removed, they noticed the lead (down by the coil) was no longer straight. It was possible the lead molded to the patient's anatomy. The physician was not comfortable with the lead deformation and high impedance, so a new rv lead was implanted without complication. No adverse patient effects were reported.